Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that several weeks ago (maybe 6 weeks at most) the patient turned their ins off for an MRI of their shoulder. The patient mentioned that during the MRI the patient felt a ¿popping when in the MRI, like a super strong static electricity like it was arcing inside their body and they had to pull them out of the MRI.¿ the patient stated they were leery of turning the ins back on because they didn¿t want any ¿settings to go haywire¿ and hurt them. The patient was redirected to their healthcare provider to have their ins checked. No further complications were reported.